Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received replace battery alarm. The customer¿s blood glucose level was 116 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump also had failed battery alarm. The new battery did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display drawing high current due to signs of previous moisture presence and corrosion on electrical board 1 especially around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. However, it appears that water did enter through the battery compartment somehow since it is corroded.